Event description:
The patient reported experiencing discomfort at the ipg site. The patient consulted with her physician and the physician advised the patient to wait 3 months to see if the ipg site pain resolves on its own.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.